Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-24919 related manufacturer report number: 2017865-2023-24920 it was reported that the patient presented for a device explant procedure due to infection. The implantable cardiac defibrillator, atrial lead and right ventricular lead were explanted. The condition of the patient in unknown.